Event description:
Hill-rom received a report from the account stating the brakes were not holding (casters still rolled when the brake pedal was engaged). There was no pt/user injury reported. This report was filed in our compliant handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the screw for the brake caster pedal bar was loose. The tech tightened the screw for the brake caster pedal bar to resolve the issue. Based on this info, no further action is required.